Event description:
It was reported that the customer had stopped using the sensors for a while. The customer stated that the insulin pump had gone into threshold suspend mode because the sensor glucose reading was 50 mg/dl while their blood glucose was 90 mg/dl, upon checking. The customer had recalibrated, but the sensor still would not function. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please, see medwatch report 2032227-2014-33193.